Manufacturer narrative:
The reagent lot number is 83204601, with an expiration date of 31-dec-2025. The field service engineer (fse) inspected the analyzer and found whit powder-like particles in the reaction cells. He replaced the nozzle guide, spring, and cover arm head. He also adjusted the sample probe's horizontal and vertical positions and external washing, cleaned the wash station, adjusted the volumes of the wash liquids and water in the wash station, and set the pressure of the gear pump. He noted that the screw for the basic wash had crystallization and an untight screw. The investigation is ongoing.

Event description:
The initial reporter received a questionable alb bcg gen.2 (albumin) result from one patient sample tested on the cobas c 503 analytical unit. The initial result was 5.6 g/l. The repeat result was 47.9 g/l. The initial result was questioned and was not reported outside of the laboratory. The repeat result was deemed correct.

Manufacturer narrative:
The field service engineer replaced and adjusted the analyzer's parts. The investigation reviewed the instrument performance data after service and determined the analyzer was performing according to specifications. The investigation determined the event was consistent with a hardware-related issue. The investigation determined that the service actions resolved the issue.